Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. Block a1, block a2, block a3, block b3, block b5, block d7a, block e1 (initial reporter facility name, initial reporter address 1 and address 2, initial reporter city and state, initial reporter zip/postal code), block h6 (device codes), block h8, and block h10 have been updated based on the additional information received on january 24, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy and endoscopic variceal ligation procedure. The exact procedure date was unknown. During the procedure, where the band ligator was required, the technician placed the device. The physician then deployed the first band; however, she felt resistance in the handle and could not deploy the first band. She removed the endoscope to check the ligating unit and tried to deploy the band outside the mucosa; however, still the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on january 24, 2023: the speedband superview super 7 was used in the esophagus during a gastroscopy and endoscopic variceal ligation procedure which was performed on (B)(6) 2022. The handle was too stiff, and it could not be rotated, consequently, the bands could not be deployed. There were no bands being deployed. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with five bands attached, consistent with the finding per media analysis on the provided photos. Additionally, the handle had aligned marks. The handle did not have marks of the trip wire, indicating that the trip wire was not secured. The ligator head was observed under magnification, and the ligator head teeth and the suture hole were in good condition. The returned irrigation tube and handle were also in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of handle won't turn was not confirmed. Upon analysis, it was determined that the handle was in good condition, and it could be rotated without any problem. The returned ligator head had five bands attached without the shrink wrap. This suggests that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the deployment problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy and endoscopic variceal ligation procedure. The exact procedure date was unknown. During the procedure, where the band ligator was required, the technician placed the device. The physician then deployed the first band; however, she felt resistance in the handle and could not deploy the first band. She removed the endoscope to check the ligating unit and tried to deploy the band outside the mucosa; however, still the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on january 24, 2023: the speedband superview super 7 was used in the esophagus during a gastroscopy and endoscopic variceal ligation procedure which was performed on (B)(6) 2022. The handle was too stiff, and it could not be rotated, consequently, the bands could not be deployed. There were no bands being deployed. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroscopy and endoscopic variceal ligation procedure. The exact procedure date was unknown. During the procedure, where the band ligator was required, the technician placed the device. The physician then deployed the first band; however, she felt resistance in the handle and could not deploy the first band. She removed the endoscope to check the ligating unit and tried to deploy the band outside the mucosa; however, still the band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.